Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer insulin pump alarmed button error. The customer¿s blood glucose was 25.0 mmol/l at the time of incident. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 25.0 mmol/l and no form of treatment was reported. No high blood glucose troubleshooting was performed. The caller was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.